Manufacturer narrative:
Follow-up #1: date of submission 11/3/16. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the pump history and black box confirmed the pump was delivering the programmed basal rate until the pump gave a replace battery alarm on (B)(4) 2016 at 5:55am. Pump was returned with the battery cap tightly on the pump and could not be removed with a coin due to a stripped battery cap coin slot . Cap was removed using needle nose pliers. Display is dim/pink and keypad is torn at the ok key. A test cap was used for all required testing and delivery accuracy testing with no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release .

Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a bg reading "high" on the meter remote with symptoms of nausea, headache, and dehydration, with large ketones. During troubleshooting, the user stated the pump was without power, as they had been unable to remove the battery cap since (B)(6) 2016. The patient required no unusual treatment and has discontinued pump use. This complaint is being reported as the patient has developed hyperglycemia subsequent to a power loss.